Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there were two pin holes near the bifurcation of the catheter funnel. The user found this event when leakage occurred from there on the 3rd day after use. It was not reported on whether it was urine or water that leaked.

Event description:
It was reported that there were two pin holes near the bifurcation of the catheter funnel. The user found this event when leakage occurred from there on the 3rd day after use. It was not reported on whether it was urine or water that leaked.

Manufacturer narrative:
The reported event was confirmed, however, the cause is unknown. The sample was evaluated and found multiple tears at the drainage and inflation funnel nearest the bifurcation area. Examination using a microscopic had been performed and a tear was found that looks like something that was exposed to mechanical force from a sharp object from the outside. However, the exact cause on how and when problem occurred could not be determined. A potential root cause for this failure mode could be user related.( example: sharp object/rough handling). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.